Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the catalog number, brand name and UDI number fields were incorrectly filled. This follow-up corrects that information.

Event description:
(B)(4) - the dentist reported that almost 6 months after the dental implant was installed in intraoral region #13, it was verified its non-osseointegration. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that almost 6 months after the dental implant was installed in intraoral region #13, it was verified its non-osseointegration. No further information was provided.